Manufacturer narrative:
The subject device has been returned to intuitive surgical for evaluation and failure analysis is currently in progress. Following completion of the device evaluation, a supplemental medwatch will be submitted including the failure analysis results. This complaint is being reported due to a fragment of the instrument falling into the patient and subsequently being retrieved during the same da vinci surgical procedure.

Event description:
It was reported that during a da vinci low anterior resection procedure, the vessel sealer instrument blade came off and subsequently fell inside of the patient. The blade was successfully retrieved from the patient using a laparoscopic grasper. It was reported that x-ray images were taken by the user facility which confirmed that no fragments were left in the patient and that the blade was removed in its entirety. No patient injury or adverse event was reported to have occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer instrument associated with this complaint and completed its investigation. Failure analysis confirmed the reported event. During visual inspection, the blade was retracted from the garage and found to be broken. Additional review of the customer site's system logs showed the following occurring during use of this device: 9 incomplete cuts in an 8 minute time span, followed by 2 consecutive failed homing attempts, and one last incomplete cut approximately an hour later. Based on failure analysis results as well as review of the system logs, it has been concluded that the damage was likely due to misuse/mishandling of the instrument. Device history record (DHR) review - device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to likely be due to mishandling/misuse, and not due to a malfunction of the instrument.